Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026 at approximately 2:00 pm, the patient reported experiencing fatigue and nausea. Upon reviewing the cgm, the displayed glucose reading was 107 mg/dl, which the patient felt was inconsistent with his symptoms. To verify the glucose level, the patient performed a fingerstick blood glucose (bg) test, which resulted in a reading of 34 mg/dl. The patient reported losing consciousness and experiencing a seizure. The duration of the event was unknown, as the patient was alone at the time and no one witnessed the episode. Following the event, the patient consumed sweet drinks and reported symptomatic improvement. No additional fingerstick bg measurements or cgm readings were obtained following treatment. The patient did not seek medical attention or present to a healthcare facility, stating that he felt well enough after consuming the sweet drinks. The patient further reported that no additional episodes had occurred since the event. It was reported that the patient was using an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient stated that he was feeling "fine." No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.